Event description:
Implant was placed 10/27/96 and removed 2/27/97. One person affected.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: infection is the probable cause of failure.